Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, continuity test found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of malfunction.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.